Manufacturer narrative:
A sample was returned for investigation, and was tested with retention materials. The customer¿s negative elecsys anti-hcv result was reproducible. The sample was blot tested and the result was indeterminate. The anti-hcv reagent performed within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Country of origin is (B)(6). Sample from the patient was requested for the investigation. A calibration was performed by the customer and passed.

Event description:
The initial reporter received questionable elecsys anti-hcv immunoassay results from the cobas e411 disk analyzer serial number (B)(4). The initial result was 0.077 coi (non-reactive.) The result by a reference qualitative manual method was positive for antibodies to hcv. The result by western blot manual confirmation was positive for defined antibody type to hcv. The result by pcr: hcv rna was not detected. No questionable results were reported outside the laboratory.